Event description:
It was reported that during the implant procedure of the device, there was a problem with the setscrew. After three attempts, the physician decided to implant a different device. The attempted device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw. If information is provided in the future, a supplemental report will be issued.